Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a battery out limit alarm on the insulin pump. Customer replaced the battery and it still wasn't performing properly. Customer stated that it wouldn't turn on for a while and it came back. Customer received a failed battery test alarm. Customer's blood glucose was 246 mg/dl at the time of the incident. Troubleshooting was performed and customer was assisted with reprogramming the time and date. Customer was advised that a replacement battery cap will be sent.